Manufacturer narrative:
On (B)(6) 2016 the pi lab confirmed the reactivity of the s antigen on retention capture r rs (3) lot r717 cell I and cell iii with retention anti-s lot 4k4823 (dilution 1:64). Controls performed as expected. Cell I exhibited 3+ reactivity and cell iii exhibited 4+ reactivity. On (B)(6) 2016 performed 3_cell screen on return sample (B)(6) in manual capture using capture r rs (3) lot r717 with capture r ready indicator cells lot 221609. Controls performed as expected. Return sample (B)(6) resulted negative with all cells. The unexpected negative results appear to be due to the nature of the sample.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a sample using capture-r ready-screen 3 (crrs 3) on a galileo neo instrument. Patient has a history of anti-s.